Event description:
On (B)(6) 2012, the surgeon performed a right si joint fusion using three ifuse implants. The pt had a bilateral ifuse implant procedure. The left side was done first and the pt did very well. The pt elected to have a right si fusion performed. Two implants were placed on each side. Both surgeries were performed by the same surgeon. Pt had consistent pain post-op on the right side. The pt was referred to another surgeon for a second opinion. Work up included x-rays and a CT scan of the pelvis which showed that there was some lucency around the tip of the second implant on the right side. The surgeon felt that the implant was short, barely crossing the si joint. Physical examination was positive for pain reproduction during the provocative maneuvers. The pt responded well to diagnostic injection of her right si joint. On (B)(6) 2012, the surgeon whom the pt was referred to performed a revision surgery to remove the second implant. An osteotome was utilized to free the implant from the ilium. There was good bone growth into the implant on the ilial area of the implant. The surgeon filled the hole created by the explanted implant with bmp and allograft bone graft. He placed a new ifuse implant slightly caudal to the second implant. He also placed a synthes 7.0 x 145 mm screw slightly ventral and slightly cephalad to the screw that he removed. No intra-operative problems were encountered. After the case, the original surgeon and the surgeon who performed the revision surgery discussed the reason for the revision surgery. Both agreed that it was probably surgical technique error by placing an implant that was too short (incorrect implant size selection) and the implant not crossing the joint.

Manufacturer narrative:
A returned product analysis was performed by (B)(4) (a consulting company). However, the assessment performed by (B)(4) is to gather info regarding bony ingrowth on the implant. (B)(4) does not assess the performance of the product. Based upon the complaint info and investigation, as well as review of the surgeon training manual and (B)(4), the root cause is improper placement of the implant.